Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. Approximately 4 months after the first surgery. The surgeon explanted 1 humeral cup ø36+3, 2 locking screws, 2 standard screws, 1 centered glenosphere with screw and 1 glenoid baseplate. The surgeon implanted 1 humeral cup ø36+9, 1 glenoid baseplate, 1 post extension, 2 standard screws, 2 locking screws and 1 centered glenosphere with screw.